Manufacturer narrative:
(B)(4). The reported complaint of channels mislabeled was confirmed and replicated during the investigation. Upon visual inspection of the pump modules it was noted that the ribs between pin 3 and 4, and 4 and 5 were damaged by what appears to be an impact event. The damaged ribs were observed to be folded over on top of the pin to the right of the rib interfering with the electrical connection. One of the pins affected (pin 5) is the unit ID enable pin output. During the assignment of unit ids the pc unit software presumes that each module will respond in a left to right order. If the communication is interrupted or is intermittent the response may not be as expected and the software will assign the unit ids in the order received, so an expected order of abcd may be received and assigned in an out of order condition. Functional testing was able to replicate several out of order conditions. Testing was then performed to determine if a mislabeled channel would be represented correctly on the pc unit main screen. The channel mislabeled as b was selected and programmed and on the main pcu screen the channel info appeared next to the channel b label indicating that the programming info would track back to the channel with that label. The root cause of the customer¿s experience was determined to be the result of a damaged iui connector.

Event description:
It was reported that a pc unit did not recognize any of the four attached pump modules. The user was setting up the system in cvor (cardiovascular operating room) prior to surgery. The pc unit was powered on and none of the pump modules, two on the right side and two on the left side, were recognized by the pc unit or would power on. The modules were detached and reattached three times and none of the modules were recognized by the pc unit after being reattached. Before removing the system from the operating room, a tech pressed the menu keys and noted the two pump modules closest to the pc unit powered on. The module in channel a position was off, the module in channel b position was on and labeled as channel b, the module in channel c position was on and labeled as channel a and the module in channel d position was off. There was no pt event or patient contact associated with this issue.